Event description:
Dealer called stating that the hand control is not operating the lift. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 12 years 8 months old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. This lift is utilized at an independent living facility by 6 residents. It is unknown if the facility has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The facilities technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the hand control of the rpa450-1 lift allegedly is not operating the lift. The unit is allegedly displaying multiple errors. Different error codes each day. The module and battery charger have been replaced as it was charging sporadically. Dealer has ordered a replacement hand control on (B)(4). No injury alleged.